Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the user facility that the device failed due to bias current error, which could result in unanticipated activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the user facility that the device failed due to bias current error, which could result in unanticipated activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.